Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for implant. During procedure, blood breached into the right ventricular (rv) lead body tubing and coagulated within the lead, causing difficulty for the guide wire to be fully inserted. The physician decided not to use the lead and replaced it on (B)(6) 2021. Patient condition was stable throughout.